Event description:
While started to connect hd methotrexate to secondary tubing. This registered nurse (rn) connected female spike adapter to male connected piece that was spiked into methotrexate. I then hung bag on IV pole. I double checked to make sure the male and female pieces were securely in place ensuring they did come apart. While doing this, the spike became disconnected from mtx bag. The methotrexate then started flowing out of the bag and onto the floor, IV pole, pump. I attempted to quickly remove the bag from the IV pole and inversely hold the bag to stop further chemo from spilling out.